Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that therapy had not been working consistently since implant, which was on (B)(6) 2016. Some days it worked and some days it did not. The trial worked great but the permanent implant had not been as effective. It was noted that the patient felt stimulation. The patient told her manufacturing representative (rep) that therapy was not working and the rep helped her change programs over the phone. The patient seemed confusing about programming and was not sure how many programs she had tried since implant. Additional information received from the patient reported that she was told to see her physician to get the device programmed to resolve the lack of therapy. She had an appointment to see her physician on (B)(6) 2016. Additional information from the patient reported that their implantable neurostimulator (ins) has not worked well since the implant was put in, and they didn't really know how to use the patient programmer (pp). The screen on the programmer would not turn on. The patient replaced the batteries in the pp, and then stated they wanted to get the device removed since they are not getting relief. The pp was able to connect with the device and therapy is on. They were at program 3 at 08v. They increased stimulation and could feel stimulation. It was recommended to keep a diary and speak with their healthcare provider if they are not getting therapy relief. Additional information from the patient reported they are still not getting benefit. It works for about 2 days after making a change. They want the device removed. The patient's therapy was on, at program 3 at 1.3v. They increased stimulation to 1.5v and the patient decided to stop. Additional information from the patient reported they saw change patient programmer batteries screen. They did not have new batteries to try during the report. The patient mentioned the previously documented issues of not getting relief with the implant. They stated the leakage had recently worsened. The patient said they were going to get new batteries and follow up with their hcp regarding symptoms. Later, on the day of the report, the patient stated they never had therapeutic effect, just barely. The patient reported ever since they switched to program 1, it had not done any good for them. The leakage got worse in the past 3-4 days and stated it started on "(B)(6) or something." They were able to use the patient programmer and determined the ins was off. The patient said they had not touched the pp since (B)(6), when they previously reported their issues. They turned the ins back on and felt no stimulation on program 1 at 2.0v. They increased stimulation to 2.3v and they confirmed they felt stimulation. They asked how many days they should stay on that setting and they were redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as the patient had the device replaced in may. They said the whole thing was burning up an there might have been water in there. The battery was dead and they replaced the whole thing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.